Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was low due to physical activity and low food intake. The customer removed the pump to treat the low bg and subsequently, the bg elevated to 510 mg/dl. Insulin injections were administered to treat the high bg.